Event description:
When deploying the stent it jumped forward with small displacement. They deployed the stent very slowly, distal lesion. The whole system was stable. In the end the stent was noted to be shorter than the balloon, which were the same length- shortening of the stent observed.

Manufacturer narrative:
(B)(4). Note: (B)(4) devices are not registered for sale in the us, however the stent is considered similar to other ptx devices (stents) sold in the us therefore this complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent shortening during deployment, regardless of the patient outcome. Zilver ptx device ((B)(4), lot number c1104335) involved in this complaint was not available for evaluation. With the information provided a document based investigation was carried out. Complaint information indicates that the stent 'jumped forward' during deployment. Moreover upon deployment, the stent appeared to be shorter in comparison with balloon device. This information suggests issues during stent deployment which resulted in stent shortening. It can be noted however that there is no clear information whether or not the user experienced deployment difficulty. Additional information was requested to support the complaint investigation. It has been confirmed that images will not be available and no other information was provided to date. Since no imaging was available to support the complaint investigation, there is no evidence to suggest that stent shortening did not occur; therefore the complaint is confirmed on customer testimony. A root cause of this event cannot be conclusively determined. It is possible that difficult anatomy configuration (e.g. Steep aortic bifurcation, severe calcification) resulted in increased friction during deployment and contributed to 'stent jumping forward'. However, as the conditions of use could not be replicated in the laboratory settings, a definitive root cause of the complaint issue could not be determined. Moreover, the device involved in this complaint was not available for evaluation and no imaging was provided to support the complaint investigation, therefore no other comments can be made. The following information is included in instruction for use: "do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device". "The zilver ptx drug-eluting peripheral stent is designed not to shorten upon deployment." Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. There were no adverse effects to the patient reported due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.